Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for sepsis and ascending cholangitis. The patient had a gastrointestinal bleed (gib) starting recently. Anticoagulation was put on hold due to the gib and was restarted once the patient was stable. The account suspected pump thrombosis. The patient's lactate dehydrogenase (ldh) was elevated at greater than 1000. The patient started bivalirudin and ldh slowly decreased. The patient's ldh on (B)(6) 2020 was in the 800s. A ramp study was done. Power was elevated above the patient's baseline. A review of the log file did not capture any unusual events. Technical support noted that the log file did not support the presence of thrombus solely based on pump power and pulsatility index (pi), both of which were stable throughout the log. Technical support requested that the account continue to monitor the patient for signs and symptoms of thrombus. A ramp study was noted on (B)(6) 2020 at 15:27 with a low speed event captured from the set speed lower than the low limit. No computed tomography (CT) scans were performed as of (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation. Additionally, a specific cause for the suspected pump thrombosis, sepsis, gastrointestinal (gi) bleeding, and elevated lactate dehydrogenase (ldh), as well as a direct correlation to the device, could not be conclusively established through this evaluation. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020 and appeared to capture the events of the reported ramp study on (B)(6) 2020. During this time, the set speed was briefly increased to 10400 and a transient elevation in power was noted, which is not considered abnormal for such a high set speed and the elevation was also associated with a pulsatility index (pi) event. For the remainder of the log file data the pump maintained a speed above the low speed limit and appeared to be functioning as intended with overall stable parameters. No atypical alarms or events were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017 via customer order (B)(6). Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists device thrombosis, hemolysis, sepsis, and bleeding as adverse events that may be associated with the use of heartmate ii left ventricular assist system in section 1, ¿introduction¿. An explanation of each pump¿s parameters can also be found in this section. Section 6, ¿patient care and management¿, outlines indications of pump thrombosis and how to respond to such events. Section 6 also outlines the recommended anticoagulation therapy and inr (international normalized ration) range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding under ¿anticoagulation¿. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The current heartmate ii lvas patient handbook also contains care instructions for preventing infection which are outlined in various sections of this document. The heartmate ii lvas IFU section 1, ¿introduction¿, states that, ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi values is related to the amount of assistance that is provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle).¿ also in this section, the IFU states, ¿during a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pulsatility index (pi) event is detected, at which point the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected.¿ the heartmate ii IFU section 4, ¿system monitor¿, states that, ¿ ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility." No further information was provided. The manufacturer is closing this event.